Event description:
This is filed to report that following a mitraclip procedure as stroke occurred and the patient had a prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted reducing mr to 1. There was no clinically significant delay in the procedure , no adverse patient effects, and the patient was stable throughout the procedure. However, that night the patient experienced a stroke. Per the physician, the cause of stroke is unknown but could be related to previous risk factors as the patient had a history of prior transient ischemic attack (tia) and past medical history of diabetes, chronic kidney disease (ckd), chronic obstructive lung disease (copd), and coronary artery disease (cad) status post coronary artery bypass and graft (CABG). The patient was noted to have dysarthria secondary to the stroke but otherwise doing well. The hospitalization was prolonged by 3 days. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the cause of the reported stroke cannot be determined. The reported patient effect of stroke is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization is the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.